Event description:
It was reported that the needle deployed late when the pod was activated, indicating a needle mechanism failure. After filling the pod with insulin and hearing the priming beeps, the patient placed it on her body and pressed the button to initiate insertion. However, the cannula did not insert into the skin. She waited several minutes, but the insertion mechanism failed to activate. Approximately 20 minutes later, when she removed the pod, the cannula deployed while she was holding it. No impact to the patient¿s glucose levels was reported. The pod was not worn. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.